Manufacturer narrative:
(B)(4). Batch # n90k50. Additional information received: the device was not on the tissue when it was noticed that the jaws would not open. Another device was used- did not require extra procedure time. The device was received with the electrode slightly separated from the lower jaw. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested but unavailable.

Event description:
It was reported that during an unknown procedure, the surgeon claims that the jaw would not open. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.